Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with their au680 chemistry analyzer. Cts advised that the customer replace the buffer syringe since it was last changed in 2016. The failure mode was determined to be the buffer syringe. The customer replaced the buffer syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results and erratic quality control on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.